Manufacturer narrative:
(B)(4). A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
A peritoneal dialysis (pd) patient reported finding a fluid leak that occured during drain 3 following an air detected in the cassette alarm. While in treatment she noticed fluid leaking from the tubings onto the floor. She reported that she had contacted her pd nurse. The sample was not made available for evaluation. During follow up the patient's pd nurse reported that the patient did not have any signs of infection. Her effluent remained clear. She was not prescribed any antibiotics.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.